Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 560 mg/dl and 260 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that she self treated with 29 units of novolog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.